Event description:
The initial complaint was reviewed and found to be covered under periodic summary reporting and not individual 3500a reporting. This event will be captured on the periodic summary report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found to be covered under periodic summary reporting and not individual 3500a reporting. This event will be captured on the periodic summary report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint screw is broken into two pieces. The head section has separated from the shaft. There are damaged on the threaded shaft section and inside the star drive visible. Due to the damages the relevant dimension could not be measured. However the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The manufacturing specification were reviewed, and this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The raw material receiving/putaway checklist met all inspection acceptance criteria. The received condition of the complaint agrees with the complaint description since the screw is broken as claimed by the customer. The received condition of the screw is concordant with the complaint description and the complaint condition is confirmed. This lot of (B)(4) pieces was manufactured in december 2018. Unfortunately we are not able to determine the exact cause which has led to the breakage. Due to the strongly damaged screw we can only assume that mechanical overload for example metallic contact or lateral stress situation has led to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot this mre review is for sterilization procedure only part: 04.211.024s, lot: 3l10432, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 23.jan.2019, expiry date: 01.jan.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile 04.211.024 / h794454 was manufactured in us, (B)(4). Manufacturing location: (B)(4), manufacturing date: 10-dec-2018, part number: 04.211.024, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 24mm, lot number: h794454 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.024.999, 2.8mm ti screw blank 24mm 02.7 variable angle w/sd8, lot number: h785783, part number: 23032, tialnbci2.78, lot number: h574287, this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for lisfranc joint with the va-lcp tmt fusion plate, the cortex screws and the locking screws in question. After the surgeon inserted two locking screws at the intermediate cuneiform bone to fix, he tried to insert the cortex screw because the plate was not in contact with the metatarsal bone. During the inserting the cortex screw, the locking screw broke at its neck. The surgery was delayed by less than 30 minutes. The surgeon commented that it is possible that the lever principle caused the screw broken. No further information is available. Concomitant device reported: tmt fusion plate (part #: 04.211.266s, lot #: 7835106, quantity#: 1); cortex screw 2.4mm l14 (part # 401.764s, lot # l939465, quantity#: 1); cortex screw 2.4mm l20 (part # 401.770s, lot # l319733, quantity#: 1). This report is for one (1). 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 24mm. This is report 2 of 2 for (B)(4).